Event description:
The procedure was coil embolization for d-avf with no calcification and tortuosity. The orbit 637mf0306 (complaint product) was used as the 11th coil, but could not be detached. The coil was removed from the pt successfully. The competitor's products were used, and the procedure was completed without pt injury.

Manufacturer narrative:
Additional info indicated that prior to connecting and during prep, the syringe or coil delivery system was not damaged. A dcs syringe was utilized to prep the device, and no damages were noted during prep on the syringe or coil delivery systems. During prep, a dedicated saline source was utilized to fill and prep the syringe. The syringe was taking to the blue zone, and the blue zone was not exceeded. After disconnecting the coil delivery system, no damages were noted on the syringe or delivery system. Prior to this coil, the green zone was not exceed at any time. The syringe was pressurized and increase to the alternative red zone once the coil did not detached, and during the event, the dcs syringe was connected properly to the hub of the coil delivery system. No leakage was noted at the connector extension tubing, delivery system hub or anywhere else. The connector was checked for proper seating/fitting on the delivery system hub. After the product failure occurred, no other damages were noted on the coil, delivery system or syringe. The procedure was completed utilizing the competitor's coils. Additional info will be submitted within 30 days of receipt.